Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japan affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia (s3ur) valve in the native aortic position. During the tavr, a dilator was inserted prior to14fr esheath+ insertion due to the access vessel measuring 5.5mm (the minimum luminal diameter per the instructions for use). Regardless, there was resistance while inserting the esheath+ into the patient, and the system was unable to advance past the tortuosity in the abdominal aorta. The physician tried manipulating the device, but the patient's blood pressure dropped. While a vascular dissection was suspected, the aortography did not detect any vessel damage. However, as the vasopressor was not working, a vascular dissection was still suspected. A blood transfusion was executed and the balloon catheter was inserted then inflated at the common iliac artery (cia). The blood pressure slowly recovered and the patient became stable. A non-edwards stent graft was then implanted in the cia. The procedure was continued with a new esheath+ and the s3ur valve was successfully implanted. Per report, it was suspected that the access vessel was damaged when the esheath+ was first inserted, and it was noted that the vessel was harder than observed at pre-procedural evaluation.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, type of investigation, investigation findings and investigation conclusions have been updated. Corrections to sections h6: component code, investigation findings and investigation conclusions. Additions to section h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of difficulty introducing sheath was unable to be confirmed due to no returned device or applicable imagery. Vessel tortuosity can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Sharp, calcified nodules within the patient access vessel can act as physical obstacles leading to higher push force. These factors combined can create a challenging pathway for sheath introduction and can compound, further leading to difficulty during sheath introduction/advancement. Available information suggests patient factors (tortuosity and calcification) likely contributed to the event as it was reported there was severe calcification and the device could not pass the tortuosity in the abdominal aorta. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.